Manufacturer narrative:
Based on the information provided on (B)(6) 2016 that alleged the "black foam" had adhered to the patient's wound, kci could not determine that the alleged event was related to v.a.c.® therapy. As of oct 27 2016, kci had no information to exclude the need for surgical intervention to remove the foam dressing (e.g. Surgical excision or surgical debridement). Based on the additional information obtained on nov 10 2016, the nurse reported the "foam" had been removed by soaking with normal saline (standard of care). The foam removal did not require any medical or surgical intervention for removal. The foreign material alleged to be v.a.c. ® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci has deemed this event not reportable based on the information received on nov 10 2016. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2016, kci received the following information from the nurse: the patient was having pain with dressing removal and the "black foam" was allegedly stuck in the patient's wound bed even after soaking with normal saline for over 30 minutes. On nov 10 2016, kci received the following information from the nurse: the foam had been removed by soaking with normal saline and did not require any medical or surgical intervention for removal. The physician re-dressed the wound and put a non-adherent dressing in between the foam and the wound. The patient has had no further occurrences of adhered foam and is doing well at this time. The patient's compliant of pain was due to the dressing removal. The pain resolved with the removal of the dressing and activ.a.c.® therapy continued. No lot numbers for the foam were available as none were listed in the patient's medical records. The nurse could not provide the v.a.c.® granufoam¿ dressing lot number, therefore a device history review and a device evaluation could not be performed.